Manufacturer narrative:
The insulin pump communicated properly with blood glucose meter. No lcd screen anomalies noted during testing. All buttons function properly, however, moisture damage on keypad traces noted. The device passed pump self test and displacement test. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the down arrow does not always respond. Customer's blood glucose level at the time 76mg/dl. Advised insulin pump will be replaced. No additional information was provided.